Event description:
The customer reported that during a urological procedure, the device jaws could not be re-opened. It is not known if the device was applied to tissue when this occurred. The surgeon used another device to complete the procedure. There was no pt injury. Additional questions have been asked to the site contact.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to th incident is obtained a follow-up report will be submitted.